Manufacturer narrative:
(B)(4). No returns were made available from the customer site for this investigation. The axsym analyzer ((B)(4)) generated inconsistent toxo igg patient results. The customer did not know when the sampling probe or processing probe had been installed. The axsym message history log was reviewed and no error messages were found. The customer replaced the sampling and processing probes to resolve the inconsistent toxo igg patient results issue. There was no impact to patient management due to the erratic toxo igg patient sample results. A service history review found no additional incidents of axsym (B)(4) generating discrepant results since the customer replaced the sampling and processing probes. A tracking/trending review did not identify any adverse trends due to toxo igg assay inconsistent results generation or adverse trends due to any probe issues. The toxo igg package insert ((B)(4)) and the axsym system operation manual (list no. 9a26-06) were reviewed and was found to contain the necessary information to address this current issue under investigation. The most probable cause of the inconsistent toxo igg patient results was the use of a malfunctioning sampling and/or processing probe. The actual cause of the suspect toxo igg patient result could not be determined with the information available. A malfunction of the axsym analyzer was identified. The axsym analyzer generated inconsistent toxo igg patient results. A malfunctioning sampling probe and/or processing probe were the probable cause of the inconsistent results generation. The actual cause of the inconsistent results could not be determined with the available information. This is a final report.

Event description:
One patient sample generated an initial axsym toxo igg assay result of 64 iu/ml with reagent lot 74459hn00. The sample retested at <3 iu/ml on two separate retests. There is no impact to patient management reported.

Manufacturer narrative:
Additional information was added to the complaint by the abbott local service and support organization to document additional inconsistent result occurrences after the initial complaint evaluation was completed. An abbott field service representative (fsr) was dispatched to the customer site to inspect the axsym analyzer. The fsr found the axsym sampling probe link tubing was damaged. The fsr replaced the damaged tubing. The fsr performed optics and dispense procedures to verify the axsym performance after the service was performed. Subsequent instrument operations and test results were acceptable. There is no impact to patient management reported. A service history review found no additional complaints have been initiated on axsym due to the generation of inconsistent results since the fsr replaced the sampling probe link tubing. An additional factor in the generation of discrepant toxo igg results was a malfunction of the sampling probe link tubing. The actual cause of the suspect patient results could not be determined with the information available; however, based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list no. 7a83-95 related to the issue under evaluation. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.